Event description:
It was reported that arctic sun device needs maintenance and probably preventive maintenance fault codes 45 (ac power lost), 002 (low flow), 001 (patient line open) , 109 (esophageal probe recommended), 11 (patient temperature 1 below low patient alert), 51 (patient temperature 1 below control range), 50 (patient temperature 1 erratic), 14 (patient temperature 1 probe out of range) .

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review are not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.